Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was unknown. Customer reported crack on battery housing, screen of insulin pump breaking off and has rejected new batteries, also reported insulin pump grinds during prime or rewind process along with false or unexplained no delivery alarms. Customer stated battery lasts about a week or so. The device will not be returned for analysis.